Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 11 months post implant of this aortic bioprosthetic valve, a torn leaflet was observed on a transesophageal echocardiogram (tee) and a non-medtronic transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.